Manufacturer narrative:
This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had three infusion sets this week that alarmed no delivery. Customer declined troubleshooting. Customer's blood glucose level at the time of the incident was 320 mg/dl. Customer did not want to return the three infusion sets that resulted in no delivery alarms. Customer wanted them replaced. No product is expected to be returned.